Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. An event history log review, service history review, functional testing and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The damaged power supply was identified during visual inspection. The cause of the condition was determined to be the dc power supply was damaged. To correct the condition, the dc power supply was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power supply. No additional information is available.